Manufacturer narrative:
It was reported that the patient had loosening of the tibial and femoral components. An off-the-shelf implant was used for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had loosening of the tibial and femoral components. An off-the-shelf implant was used for revision surgery.